Event description:
Information received with return of the explanted device notes that during a routine follow-up, the device was in asynchronous mode with the sensor defused. The device would not accept programming. The patient was pacemaker dependent.